Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during a recanalization procedure of a calcified target lesion between the common femoral artery and the superficial femoral artery, the tip of the catheter allegedly detached and was found missing when the device was removed from the patient's body. It was further reported that another catheter was used to cross the lesion, the tip of the catheter allegedly detached upon removing from patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Upon visual evaluation, no anomalies noted to transducer handle or saline hub. Distal tip was noted to be detached from the inner core wire. Based on the findings, the investigation is confirmed for the reported tip detachment issue. A definitive root cause for the reported tip detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a calcified target lesion between the common femoral artery and the superficial femoral artery, the tip of the catheter allegedly detached and was found missing when the device was removed from the patient's body. There was no reported patient injury.